Event description:
It was reported that an ilet touch screen was cracked after the user carried the device in a pocket and applied pressure, and the screen remained usable with no interruption in device function. Symptoms included no injury and no adverse clinical effects. Outcomes included replacement of the device and user counseling that the device would no longer be watertight. Investigation included a review of use conditions and user report. Investigation of this case revealed physical damage to the touchscreen consistent with user handling and external mechanical stress, with no device performance malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Initial.